Event description:
A physician was attempting to apply a fallopian tube clip laparoscopically. The metal spring of the clip could not be advanced all the way on the plastic jaws when the applicator was manipulated. Another clip was applied to the tube in addition to the first clip and the procedure was completed. No patient consequences were reported.